Event description:
A customer reported that they had been using expired cidex activated dialdehyde solution test strips for a couple months. The customer reported that 23 patients have been exposed and additional information has been requested.